Event description:
It was reported that during the insertion process, when the catheter was in place, the md tried to remove the guidewire. The guidewire "stuck" in the catheter and could not be removed. As a result, the md removed the intra-aortic balloon (iab) with the guidewire as one unit. The patient began bleeding, and it took two hours to stop the bleeding. The md then inserted another without incident.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.